Manufacturer narrative:
Device was inspected before use with no issues noted. No difficulties were noted when removing the protective sheath or during inspection post removal of sheath. Lesion was pre-dilated and located in the lad. Inflation device remained on neutral pressure during delivery of the device. Device did not pass through a previously deployed stent or cell of a stent. Resistance was noted when advancing to the lesion. It is reported that the force used was proportional to the resistance, within normal expectations. As the device could not cross the lesion, it was removed to avoid over-forcing manoeuvers. Stent dis-engagement occurred during withdrawal of the device in the vessel/guide catheter.

Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a resolute onyx stent. The target lesion had 99% stenosis, moderate tortuosity and severe calcification. It was reported that the stent was not able to pass through a severe coronary stenosis and was removed without balloon inflation. It is indicated that the stent moved on the delivery system and was noted to be deformed. No patient injury reported. "Please note that this device (resolute onyx rx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity rx). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions."

Manufacturer narrative:
Product analysis: the stent was returned for analysis without the delivery system. There were 9 segments on one end of the stent and 3 segments on the other end which were intact. The remaining segments were stretched and deformed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.